Event description:
Device induced injury (medical device complication). Case description: this spontaneous case received from a foreign country, reported by a consumer as "device induced injury". It concerns a female patient (age unknown) treated with novofine (30g) (needle) for "device therapy). The patient reported that a needle had broken off in her stomach. In 2007, she went to the hospital, where they attempted to remove the needle under local anesthetic, however they were unable to remove the needle and she was sent home. The patient continued to feel discomfort and contacted her general practioner, who advised her to get a second opinion at another hospital. She contacted another hospital on 08-nov-2007 and they also tried to remove the needle under local anesthetic unsuccessfully. Three months later, the patient was admitted for surgery to remove the needle. After the surgery, the patient developed an abscess which turned into cellulitis. The patient had the stitches removed however ,the wound is still oozing. The patient stated, that she uses a new needle with each injection and she removes the needle after each injection. The overall outcome is reported as "not yet recovered". Reporter's causality: unknown. Sponsor's causality: reportable.